Event description:
Post implant of a ventricular assist device (vad) system the hospital staff unplugged the dual drive console (ddc) to transport the patient when the top and bottom modules electronic systems shut down. The driver's compressors continued to run when unplugged. When the ddc is plugged back in the modules function properly. The staff unplugged the ddc again with the same results. The patient was transferred to a back-up unit without incident.